Event description:
Technician alleged brakes are not holding. Bed keeps popping out of brake position.

Manufacturer narrative:
Tech replaced both hex rods and all 4 brake casters to resolve. No pt impact.